Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that during a pelvic floor repair procedure the resident placed the needle into the bowel by accident. The needle and implanted mesh were removed from the pt. The case was completed by posterior repair by plication.